Event description:
Boston scientific received information this right atrial (ra) lead exhibited far-field oversensing potentially caused by an atrial lead dislodgement/migration. Boston scientific technical services (ts) recommended a chest x-ray to check for lead position. There were no adverse patient effects reported. Additional information received that this patient is non compliant.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.